Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. 1- two ria reamer heads broke when the doctor performed the milling in the medullary canal. 2- during the procedure, the specialist used one of the olive guides to cut it and left it inside the bone of the patient with cement with antibiotic. 3 - at the time of disassembling the ria system for washing, it was evident that a part of the reamer was between tree of the milling kit, this was not able to be removed. The surgery was successfully completed, without alterations in surgical times. There were affectations to the patient, since when taking the x-rays, it was evident that fragments of the drills remained in the spinal canal, however the condition of the patient during and after the end of the surgery was stable and without any additional setback, because of what happened.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that 03.404.017s, reamer head f/ria 2 ø10.5 was broken. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. The investigation was not able to confirm the allegation of embedded device as no x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reamer head f/ria 2 ø10.5. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument, release to warehouse date: 25-jan-2023, expiration date: 1-jan-2033, part number: 03.404.017s, 10.5mm reamer head for ria 2-sterile, lot number: 3899p13. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition.